Event description:
The facility has reported experiencing intermittent ECG artifact during pt monitoring. The artifact occurs when the ambulance's engine is running or while the ambulance is in motion. The artifact occurs in any of the facility's ambulances. The facility has other models that do not exhibit ECG artifact under similar conditions. No specific pt use was referenced in the reported complaint.